Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3389s-40, lot# v541946, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v541946, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Additional information reported indicated that the patient did not have concerns with his device or therapy. The patient had received assistance from his doctor or medtronic representative on (B)(6) 2013 and his concerns had been resolved.

Event description:
It was reported that the patient had been feeling "tingling" in his feet "for a while now". It was noted that the patient had been feeling weak "lately". It was stated that the patient had an appointment with his health care provider (hcp) on (B)(6) 2013. Additional information received a week reported that the battery voltage measurement was ">3.9 v". The hcp changed the settings and ran the voltage check again and it show that the battery was at 3.72 v. Itwas stated that some of the impedances were greater than 2,000 ohms on "some" of the unipolar pairs. It was noted that there could be an open circuit. It was stated the circuits 0-1 and 0-3 had impedances of greater than 2,000 ohms, but those pairs were not used in programming. It was reported that the patient had not been "feeling well for some time". The patient saw their primary hcp and had his heart "worked up" and nothing had been found. At the time the patient had a "hard time" turning the device off with the programmer so an EKG could not be done. The patient was with a hcp and they were going to reprogram the device to help the patient feel better. Additional information has been requested, but was not available at the time of this report.

Event description:
Additional review indicated that the left ins (see manufacturer report #3004209178-2013-11789) was the only device which was reported to have high impedance, unexpected voltage, and inconsistent impedance measured.

Manufacturer narrative:
(B)(4).